Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following additional information. To date, no additional information has been received and no device has been returned. If additional information or the device are received at a later date, a supplemental medwatch will be sent: was the second clip applier device used to complete initial procedure an ethicon clip applier? If so, what was the product code of the second clip applier device used? Is the lot number available for both clip applier devices used in the initial procedure (if both devices were our ethicon devices)? What was the specific initial procedure that was being performed (or what was the indication for this initial neck dissection procedure)? What was the size of the vessels that were being clipped during initial neck dissection procedure? Were any clip malformation issues noted during the initial neck dissection procedure? If so, did both devices used in initial procedure have clip malformation issues? Did clips fall off immediately after application to vessels during the initial procedure? Or did clips fall off after tissue was manipulated? What was the approximate amount of blood loss that occurred during the initial neck dissection procedure? What was condition of patient vessels where clips were applied during initial procedure? Did patient have any underlying medical conditions that may have affected condition of patient tissue? Had patient received any radiation treatments to neck area prior to this procedure? What specific post-op complication(s) did the patient experience? What treatment was provided to patient for post-op complication(s)? Does the surgeon believe the issue experienced with ethicon clip applier during initial procedure led to the post-op complication(s) experienced by the patient? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neck dissection procedure, the clips were falling off of tissue and there was excessive bleeding. A new device was used to complete the case. The patient experienced complications and had to be readmitted. No other information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2021. H2: additional information received: the sales rep requested additional information and no response was provided by the hospital contacts.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following additional information. To date, no additional information has been received and no device has been returned. If additional information or the device are received at a later date, a supplemental medwatch will be sent: was the second clip applier device used to complete initial procedure an ethicon clip applier? If so, what was the product code of the second clip applier device used? Is the lot number available for both clip applier devices used in the initial procedure (if both devices were our ethicon devices)? What was the specific initial procedure that was being performed (or what was the indication for this initial neck dissection procedure)? What was the size of the vessels that were being clipped during initial neck dissection procedure? Were any clip malformation issues noted during the initial neck dissection procedure? If so, did both devices used in initial procedure have clip malformation issues? Did clips fall off immediately after application to vessels during the initial procedure? Or did clips fall off after tissue was manipulated? What was the approximate amount of blood loss that occurred during the initial neck dissection procedure? What was condition of patient vessels where clips were applied during initial procedure? Did patient have any underlying medical conditions that may have affected condition of patient tissue? Had patient received any radiation treatments to neck area prior to this procedure? What specific post-op complication(s) did the patient experience? What treatment was provided to patient for post-op complication(s)? Does the surgeon believe the issue experienced with ethicon clip applier during initial procedure led to the post-op complication(s) experienced by the patient? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neck dissection procedure, the clips were falling off of tissue and there was excessive bleeding. A new device was used to complete the case. The patient experienced complications and had to be readmitted. No other information is available at this time.